Event description:
It was reported, the dr was tightening the locking screw into the plate and at the end of the tightening, the screwdriver tip snapped off of the shaft and the shaft snapped off of the handle in one snap. All fragments were retrieved. Plate had to be put on the medial side because of a previous plate on the proximal lateral side.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.